Event description:
Complainant alleged that while attempting to defibrillate a patient in cardiac arrest (age & gender unknonw) the device displayed a "poor pad contact" message and failied to obtain an ECG signal via non-zoll electrode pads. Complainant indicated that the pt subsequently expired.